Manufacturer narrative:
Device was received with corrosion observed on the pcb and top battery. All three battery voltages were found to be lower than expected. During investigation, the reservoir fill port was observed to be leaking from a puncture hole which caused fluid to accumulate in the device and resulted in the observed corrosion. No data could be retrieved from the device due to the corrosion present on the pcb and low battery voltages despite using an external power supply. Due to the inability to retrieve the data, the reported event could not be determined.

Event description:
It was reported the "patient's" blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. Treatment was not provided.